Event description:
The patient reported an anaphylactic event. The patient reported having a known history of allergies to shellfish and peanuts. The patient did not report requiring any medical intervention to alleviate the reported symptom. The patient did not report taking or being prescribed medication to alleviate the reported symptom. The treatment was discontinued on (B)(6) 2022 and the patient is currently asymptomatic.

Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient reported an anaphylactic episode and the invisalign product was being used. A UDI could not be provided in this report as this information was not captured in this complaint ticket.